Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694865 lead, implanted: (B)(6) 2006, 457453 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had fractured causing high left ventricular (lv) lead impedances. The right ventricular (rv) lead was explanted and replaced. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.